Event description:
Additional information was received that the right ventricular (rv) lead was returned and analyzed. Analysis found insulation abrasion which was believed to be the cause of the clinical observations. Thus the evidence does not suggest an issue with the implantable cardioverter defibrillator (ICD). This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) lead. Surgical intervention was performed to explant and replace the rv lead. The ICD remains in service. No additional adverse patient effects were reported.